Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was approximately 280 mg/dl. Reportedly, the infusion sets were changed to address the issue.